Event description:
It was reported that the pt was hospitalized for a severe blood glucose excursion. The distributor reported that prior to the event, there were 19 instances of the pump alerting the user that the pump was not primed. The total amount that was primed was reportedly 60 units. Furthermore, it was reported that the pump was full prior to these manipulations and that when the pt was hospitalized the cartridge was empty. They alleged that the pt was disconnected each time the pump was primed. The distributor noted that the infusion set is replaced every three days, about 12 infusion sets are used each month, no temporary basal rates were programmed, and about seven blood glucose tests are taken each day.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.